Event description:
An attempt was made to implant one endeavor resolute drug-eluting stent to a tortuous lesion in the lcx with 70-90% stenosis. The device was inspected <(>&<)> prepped before use with no issues noted. The lesion was then pre-dilated with a balloon at 10-12atm for 5s, and then with another balloon at 12-14atm for 5s. During attempted positioning, it is reported that the stent could not pass through the lesion. The device was removed from the patient and it was noted that the stent was deformed. Another stent was used to complete the surgery. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (deformation problem).

Event description:
Evaluation summary: the device was returned for analysis. Patency of the inner lumen was checked when a 0.015¿¿ mandrel was passed through the inner lumen, the mandrel could pass through and no resistance was noted. There were no kinks noted on the delivery system. The stent was present on the balloon between the markerbands. The distal tip of the device had slight evidence of damage, the distal tip appeared flared. The 5th distal segment however was deformed, with raised and stretched struts. The 11th distal segment had evidence of misaligned struts. The middle section of the stent had evidence of minor damage with some misaligned and overlapping struts. The 4th proximal segment also had some misaligned struts. The remainder of the proximal section of the stent had no evidence of damage.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device - (lesion morphology¿ 70-90% stenosis and vessel tortuosity). No results available since no evaluation performed - (device or procedural images not provided for review). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 70-90% stenosis and vessel tortuosity). Inherent risk of procedure ¿ (stent deformation); unable to confirm complaint - (device or procedural images not provided for review). (B)(4).